Event description:
It was reported that the patient had a full revision surgery due to high impedance. Initially the replacement was going to be a generator replacement, possible lead replacement. During clinic visits the doctor would sometimes see normal impedance, sometimes see high impedance. Before surgery the impedance value was normal at 2253 ohms. When the doctor went in for surgery, the impedance value was high, and the surgeon observed a fracture in the lead, and therefore a full revision was performed. The explanted devices have not been received to date. The date that high impedance was first observed is unknown to date.